Manufacturer narrative:
Street 1: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the proximal part of the pipeline failed to open. The patient was undergoing treatment for an unruptured, recanalized aneurysm located in the supraclinoid segment of the internal carotid artery. The max diameter was 4.5 mm, and the neck diameter was 3 mm. The landing zone was 3.78 mm distal and 4.39 mm proximal. The patient¿s vessel tortuosity was moderate. Dual antiplatelet treatment was administered, and the pru level was more than 350. It was reported that the operator opened the device in a straight segment of middle carotid artery. The device distal end was opened. The whole system was taken back at desired location of deployment, just below the bifurcation. The device opened well distally and in mid-section, but didn't open in proximal segment. After resheathing and unsheathing twice the pipeline still didn¿t open, and the device was replaced. The pipeline was not positioned in a bend. More than 50% of the pipeline failed to deploy. No additional steps were taken to open the device besides resheathing. The patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU). Angiographic results post procedure showed slow flow in the aneurysm. Ancillary devices include a fubuki 6f long sheath, navien 6f guide catheter, phenom 27 microcatheter, and traxcess guidewire.